Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged force sensor circuit that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation completed (B)(4) 2012: investigation confirmed multiple occlusion alarms in the history after one week of use. During the "load" step, pump stops immediately at 205u. A cartridge was inserted and pump was primed, an occlusion alarm occurred after running a basal program. Additionally , the pump fails force sensor calibration check. The pump was opened and the printed circuit board was inspected: an analog component was found to be completely detached from the printed circuit board; cold solder connections observed. No other damage found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.